Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 205 mg/dl. Customer stated that the pump screwed up it beeped and had rewind. Customer stated that they are not able to rewind the pump. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.